Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase on its system impedance measurements, with the measurements still within range. Technical services (ts) was consulted how this may indicate sub-optimal system placement and how the patient gaining weight might affect the system placement. At a later date, this electrode was explanted due to a product performance issue. No additional adverse patient effects were reported. Additional information from the field indicates that upon removal, it was discovered a biological film was covering the coil as well as the electrode. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase on its system impedance measurements, with the measurements still within range. Technical services (ts) was consulted how this may indicate sub-optimal system placement and how the patient gaining weight might affect the system placement. At a later date, this electrode was explanted due to a product performance issue. No additional adverse patient effects were reported. Additional information from the field indicates that upon removal, it was discovered a biological film was covering the coil as well as the electrode. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase on its system impedance measurements, with the measurements still within range. Technical services (ts) was consulted how this may indicate sub-optimal system placement and how the patient gaining weight might affect the system placement. At a later date, this electrode was explanted due to a product performance issue. No additional adverse patient effects were reported.